Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unexpected shutdown during an unspecified process step. The pump, however, was put back to use and appeared to be working properly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.